Event description:
Procedure: gastric bypass. Pt. Sex: unk. Reportedly, the reload came off while it was in the pt. The sulu locked down on tissue. It is not known how the sulu was removed, however, there was no injury to the pt reported.